Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported on august 6th, 2025 that the physician used two novasure devices. The first device used received a vacuum alarm after the collection cannister filled with blood and the second device was used to complete the procedure. After 12 hours post procedure the patient was experiencing fever and chills. A culture was performed and it was confirmed after 48 hours that the patient had a group b streptococcus sepsis. The patient is in good condition and was released on (B)(6) 2025 after receiving intravenous antibiotics. No other information available.

Manufacturer narrative:
Device was returned: visual inspection was conducted, and the desiccant filter and the big filter were both filled with fluid. Functional testing was conducted and the cia test failed, the leak test was performed, and no leaks were observed, the desiccant filter and the big filter were replaced and the cia test passed, and the procedure was completed. Hence, the complaint confirmed that the filter occluded thus leading to the vacuum alarm. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.